Event description:
The customer contact reported that during testing at the user facility, it was noted that the device battery was swollen. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all info known by the reporter upon query by hospira personnel.